Event description:
It was reported that when the device was used during a gastric procedure, the stapler jammed after 4th reload while stapling stomach. Opened another stapler to completed to complete. There was no consequence to pt.